Event description:
The manufacture received directly from a vns implanting hosp an explanted 102r generator and a lead. The reason reported for explantation of the lead was a fracture of the lead. The explanted products are at the manufacture pending completion of product analysis. It was reported that in the end of 2010 a broken cable was detected. Good faith attempts are underway for further details about the reported event. Thus far no further info has been attained.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.